Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. Updated fields: h6 and h10. Based on the results of the investigation, the biopsy channel leaked while the user was handling the device, and water invaded the scope connector. Due to the invasion, abnormality of electronic parts occurred which led to occurrence of error message e216. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: important information please read before use warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope relayed an e216 error code (scope communication error). The issue was identified during preparation prior to use. The customer reported the procedure was completed with similar device after several minutes of delay. No adverse effects to patient reported as a result of delay.

Manufacturer narrative:
The device was returned to olympus for evaluation. During evaluation, the reported issue was confirmed; error 216 occurred and the image was black. Functional testing also showed the instrument channel had a small leak. Visual examination showed the insertion tube had a dent, the bending section had adhesive missing, and the scope connector had signs of fluid ingression. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.